Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. The 60% stenosed lesion was located in the moderately calcified, tortuous mid left anterior descending (lad) artery. The physician attempted to place a taxus liberte 2.75x32mm drug eluting stent, but was unable to inflate when he reached the lesion. Upon withdrawal of the stent, the stent shaft broke within the guiding catheter. The physician was able to retrieve the broken portion of the stent using the guide catheter and completed the procedure with another taxus liberte stent, same size. The physician did confirm that there was a slight kink on the stent prior to the breakage. No patient injuries or complications occurred. Patient status is satisfactory. This product is only ous approved, but it is similar to a marketed us device.